Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a lead revision was performed due to the high out of range measurements. Additionally, noise was observed in unipolar and bipolar configuration. Clavicular crush was suspected to be the cause. This lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms that resulted in a lead safety switch (lss) to unipolar. The patient was seen in office and the pacemaker was programmed back to bipolar at that time. A few months later another lss occurred due to a spike in impedance of greater than 3,000 ohms. Per review of the device data, there are only these two spikes in impedance. All other impedance measurements were within the normal range. Boston scientific technical services (ts) advised conducting a threshold test in unipolar and either continued monitoring as is or reprogramming the device to bipolar sensing and unipolar pacing. This product remains in service. No adverse patient effects were reported.